Event description:
Despite the correct performance level adjustment, the strata valve showed spontaneous change from level 1.5 to level 0.5 overnight. Immediately after the dr noticed the spontaneous change, the dr adjusted the level to 2.5, and a few hours later readjusted to 1.5. The rep confirmed the dr's technique in handling the adjustment kit was correct. The pt remained in a coma, due partially to the change to level 0.5. The valve's performance level had remained stable. The pt died at a later date, not due to any complications related to shunt.